Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an o-ring from a previous cartridge was on the pneumatic tap, interrupting insulin delivery. The customer removed the o-ring and successfully loaded the cartridge to address the event. Blood glucose level was 259 mg/dl.